Event description:
"Rn to pt bay" for pump alarm "air in line". Air noted to be throughout primary line to blue clave at pt access. No air in pt huber needle line. Clinical engineering called to view pump alarm and amount of air in line. Pump removed from service. Pt discharged home. Pump was evaluated by clinical engineering dept and the failure could not be duplicated. Cases have been registered with ICU medical and the pump are being sent to them for evaluation.